Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect uim component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that the membrane switches are not functioning on the user interface module (uim) of this ventilator device. The customer stated that this event was not associated with a patient issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis (fa) laboratory received the suspect user interface module (uim) display component for investigation. The fa performed a visual inspection of the internal components of the display, which found the touchscreen display out of calibration. The touchscreen calibration was performed and passed. They also performed multiple power on cycles on the suspect uim display and the membrane switch panel, which the uim would not respond normally. At this time, the fa was not able to duplicate the reported issue. Therefore, a root cause component failure could not be determined. This issue will be internally investigated within vyaire medical.